Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). The device was received for evaluation. Visual inspection revealed a longitudinal fissure approximately 0.5 cm in length on the blue air vent. A functional leak test and an underwater pressure test were performed, and revealed a leak from the crack. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of a vented paclitaxel set. This occurred during priming. There was no patient involvement. No additional information is available.